Event description:
Reporter said she had knee implants changed 3 times and still experiencing pain. Reporter said her knee gives out, grinding, and feels like something is rubbing against something. Pt said it is painful to get up and walk after sitting for a little while. Reporter also said standing for a prolonged time is problematic for her. Reporter contacted the MFR after the second implant but has never heard from them.